Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens). It was reported that patient hit their ens and it caused some pain. Patient stated that their urgency increased and it was their most bothersome symptom. Patient stated that their volume in voids had decreased as well. Patient used a walker and a wheelchair to get around and mentioned when they got the feeling to void and stood up, it just runs out. It was later reported that patient had not voided in 5 hours and wanted to reverse the adjustment made as they felt bloated. Patient was concerned that they did not go to the bathroom for hours and it caused them to feel bloated and like they were going to explode. Patient was going to reduce stimulation to 0.8 to see if results improved. It was noted patient was uncomfortable and their urine was brown. No further complications were reported.